Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 545 mg/dl within 1 minute on the aviva system. Customer reported feeling shaky and self treated by drinking 20 oz of water. Customer re-tested and obtained result of 165 mg/dl within 5 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.